Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the weight was (B)(6).

Manufacturer narrative:
(B)(4). The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
Customer's daughter reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Display did returned after pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.